Manufacturer narrative:
B.5 additional information was received and abiomed's medical safety officer review was completed. The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was not determined since the product was not returned and sufficient information was not provided in the clinical description. B.5 initial manufacturer device report number 1220648-2024-13054 reported incorrect age and gender for the patient. The patient was a 70-year-old female. B.7 revised as information was omitted from the initial manufacturer device report number 1220648-2024-13054. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-13054 as it is unknown if the initial reporter also sent the report to the FDA. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-13054 was submitted.

Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review, the use of the device cannot conclusively be associated with the (death) outcome.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Product was not returned for investigation. The root cause of the access site bleeding issue was not determined since product was not returned and sufficient information is not provided in the clinical description. Clinical states that psnr alarm was triggered with mc and flows unchanged, patient condition stable, echo showing good placement. The following morning the issue resolved after making p level adjustments. Data logs confirm the psnr alarm on 7/30 and resolves about 9 hours later on 7/31. Snr drops to 0, lamp goes to 100, gain drops, light drops, and contrast becomes variable. The start and resolution of this issue coincides with p-level adjustments. The cause of the optical signal was most likely an optical fiber torque based on data log review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B2 updated to death. B5 updated to include placement signal issue description. H1 updated to death. H6 updated to include death and placement signal coding. D6b updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email and reporting contact fax number updated.

Event description:
The complainant also reported placement signal loss.

Event description:
The complainant reported an 89-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient was also on extra-corporeal membrane oxygenation. The complainant reported the patient experienced an access site bleed. Medical staff treated the bleed with two units of red blood cells and four units of fresh frozen plasma. The bleed was at the graft anastomosis. The patient remains on impella support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.